Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch report stated that the lead was explanted due to infection. There were no patient consequences.